Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, charging problem /shuts down once it disconnects was reproduced. The unit was connected to the ac power source, and it was not able to charge battery properly causing that the battery drains its voltage and the unit to turn off unexpectedly when tested in battery mode. A review of event history log revealed battery very low message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective ac power adapter. The ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts down once it disconnects. This occurred before use in the medicine IV department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction h11: the device was received for evaluation. During functional testing, the customer reported issue of "shuts down once it disconnects" was reproduced. The unit was connected to the ac power source, and it was not able to charge battery properly causing that the battery drains its voltage and the unit to turn off unexpectedly when tested in battery mode. A review of event history log revealed "improper shutdown" messages along with "battery low" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a damaged and not functioning ac power adapter. The ac power adapter requires replacement to address this issue. If the pump is alarming a "battery low!" Or "battery very low!" And the user removes the ac power adapter from the pump, then the pump will shut down as the battery module was not being charged. Therefore, the shutdown is not "unexpected." Section "alarm messages" on page 111 in the spectrum operator's manual explains that the pump will alarm "battery low!" When the low battery alarm threshold is reached and there is less than 30 minutes of battery power remaining. It also instructs the user to, "1. Plug the ac power adapter into the pump. 2. Plug the ac power adapter into an ac outlet as soon as possible to recharge the battery module." If the pump alarms "battery very low!" Then less than half of the low battery capacity remains. The user should, "1. Plug the ac power adapter in immediately. 2. Follow the tutorial to check the ac power adapter. The spectrum operator's manual also includes several warnings that if the pump is alarming "battery low!" Then the pump should not be used on battery mode. Additional information about battery warning levels is located on page 117 of the spectrum operator's manual. Should additional relevant information become available, a supplemental report will be submitted.